Event description:
The user facility reported a 65-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp support due to non-disclosed cardiovascular medical history. While on support, the patient developed a hematoma at the access site. The patient was weaned from the impella followed by the impella being explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.